Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance on 8015 s/n (B)(4) is showing error code 120.4610 , (B)(4) would like to know what the error code means, I told (B)(4) the error code 120.4610 has something to do with the battery not getting good contact. I told (B)(4) that there is a possibility that battery harness pin connector might be bent, or case might be broken and need to be replaced.